Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring broke in the center of the plastic curve. Nothing fell inside the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: tw # (B)(4). The device was returned to the factory on 03/30/2020. An investigation was conducted on (B)(6) 2020. A visual inspection was conducted. Signs of clinical use and blood was observed on the cannula. The c-ring was observed to be cut in half longitudinally with signs of melting near the flanking curved areas. The scope wash tubing and retention rib remained attached to the cannula. Based on the returned condition of the device, the reported failure "break; c-ring cut" was confirmed.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring broke in the center of the plastic curve. Nothing fell inside the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.